Event description:
It was reported patient fell 2 days prior to this call and her symptoms had returned. It was indicated that patient loss therapeutic effect and was not getting relief that she should be getting. It was noted that the patient programmer was showing the correct screen. Additional information received 2 days later indicated that since patient falling she does not think the device was working properly. The patient was getting very little relief and kept going from program to program and elevating it. The patient thought ¿something must be going on or damaged device because she was not getting any relief and she had been getting "awful symptoms again". It was indicated that patient was taking two pyridium, over the counter for urinary pain relief. It was indicated she was taking the medication in the morning and sometimes in the afternoon she was better but not good enough. A week later patient met with health care provider (hcp) a day prior to this call and an x-ray was done of her pelvic. It was indicated that patient was going to be having a follow up appointment on (B)(6) 2014 for the result of the x-ray to see if the was anything wrong with her device, to see if the "electrodes in my back are loose or something because things are not acting right." It was indicated that patient was having "horrible urinary symptoms again" which started around (B)(6) 2014 "things were not right either, it was not noticeable. The patient developed something in her lower leg and was put on lasix which was ¿urinary hell¿. It was indicated that her symptoms have been back since (B)(6) 2014. It was noted that "there were a little bit of symptoms" but when she fell it really got bad. The patient was fine for 7 months on program 1 at 3.0. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va05sc4, implanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reports the patient was wondering if it was normal to change her settings. She had tried all 4 programs and felt unusual. Then she fell. She had it reprogrammed by the manufacturer representative and then she had an infection a few months ago stating "its not from that." She does not know when the fall was or when she met with the representative. The fall was months before she met with the representative. After the fall they did some diagnostic imaging tests and determined the electrodes were fine. She had a hypersensitive bladder and has to keep upping the stimulation every few days and then its fine. There was nothing wrong with the device its working fine. If this was what she has to do, its fine. She was wondering if its ok to make changes to her stimulation settings all the time. Due to the patient hypersensitive bladder, she gets a lot of urge and frequency and has to be careful when she takes a shower and scrubs there.

Event description:
Additional information received noted that the manufacturer's representative was meeting with the patient the next day in the doctor's office. If additional information is received, a follow up report will be sent.

Event description:
Additional information received noted that impedance check was fine. The manufacturer's representative changed the patient's program with her remote and turned the stimulation up. The lower leg issue did not seem to be stimulation related. The representative showed the patient how to use her remote again.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received noted that the cause of the event was a fall at home. It was noted that the patient doesn't feel stimulation. Pelvic x-ray normal. It was noted: check impedance. Diagnostic check with the manufacturer's representative. Pending scheduling with the manufacturer's representative. Hospitalization was not required. Patient outcome was noted as no injury.

Manufacturer narrative:
(B)(4).